Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Reported pain. Wash out and poly swap performed.